Event description:
It was reported that a pulmonary vein stenosis of the left superior pulmonary vein was discovered during ablation procedure using a navistar catheter. It was reported that the adverse event was procedure related. Prognosis of the patient was reported to be satisfactory.